Event description:
It was reported wireless connectivity issues on pcus with most displaying error code 600.6875. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported wireless connectivity issues on pcus with most diplaying error code 600.6875. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : a09 output problem (3005), a0401 break (1069), g02017 electrical port.

Event description:
It was reported wireless connectivity issues on pcus with most diplaying error code 600.6875. There was no patient involvement.